Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.

Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22) :4176-4180; reported: use of dynamic hip screw (dhs) internal fixation to treat osteoporotic patients with intertrochanteric fractures. Of 21 males and 20 females, mean age of (B)(6) experienced complications. This complaint is for 2 patients who experienced post-operative leg shortening. This is report 1 of 2 for complaint (B)(4). This report is for the unknown plate. It is unknown if the device is a synthes product.